Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the microscope is moving on the base slightly. There was no surgical impact. It is unknown if there was patient involvement. Additional information is not expected for this report.

Manufacturer narrative:
Upon further review of the initial information received, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).